Manufacturer narrative:
Canon inc released a new firmware version in which the defect in question should have been corrected.

Event description:
Canon USA, inc received a report that images output by tabs are each displayed with this backs and fronts reversed.